Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.25x23mm xience xpedition. Aspirin 100mg/day and clopidogler 75mg/day. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.25x28mm and a 2.25x23mm xience xpedition stents were implanted in the re-stenosed, proximal to mid right coronary artery (rca) lesion. On (B)(6) 2015, re-stenosis of the 2.25x28mm xience xpedition stent was noted. On (B)(6) 2015, the re-stenosis was treated via balloon angioplasty. The event resolved without sequela. There was no additional information provided.